Event description:
It was reported that the patient presented in clinic. Device interrogation revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were recommended, but no changes or intervention was performed. The patient condition was stable before, during, and after.